Event description:
Post-operative diagnosis: pt is a 45-year-old female with a history of bilateral silicone implant placement by another physician in 1982. Symptoms aggravated by diagnosis include pain and tenderness bilaterally and asymmetry of the breasts. Bilateral symptomatic breast capsules; bilateral indetermine masses by mammography with probable bilateral silicone granulomas; probable bilateral leaking or ruptured implants. Bilateral leaking implants; left ruptured silicone implant; bilateral silicone granulomas and bilateral symptomatic breast capsules. Bilateral implant and implant material removal; bilateral formal capsulectomies; bilateral exchange from retromammary to retropectoral position with bilateral retropectoral breast reconstruction. Mentor hs style 7000 round 200cc siltex low bleed gel. Right: catalog #354-2007, lot #169156. Left: catalog #354-2007, lot #169156.